Manufacturer narrative:
MDR 2517506-2019-00466 was filed on 12-dec-2019. Additional information (13-dec-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the imprecise valproic acid (valp) result. Hsc evaluated the information provided and the instrument data files. The customer reported imprecise results when comparing samples auto diluted versus manual dilution. Calibration was within conformance. Quality control results recovered within the customer established ranges. The cause of the discordant valp result was determined to be due to operator error as the manual dilution was not precise. Tthe instrument is operational. No product non-conformance identified. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a depressed valproic acid (valp) patient result was obtained on a dimension vista 1500 instrument. Siemens is investigating the event.

Event description:
A discordant falsely depressed auto diluted valproic acid (valp) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). Manual dilutions were performed on the same patient sample and reprocessed on the same instrument and a higher results were obtained. No corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed valp result.